Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that there was no audio alert on the mobile app. The patient stated that he was at work and started sweating. He excused himself, went to the back room and a coworker noted the patient was incoherent. The patient's coworker called the patient¿s wife who stated her follow app showed the patient¿s cgm was 79 mg/dl; the patient¿s (continuous) glucose monitor (cgm) and blood glucose (bg) values were not provided. The patient lost consciousness and their coworker called 911. The next thing the patient remembered was the paramedics and firefighters. He was told that his bg was 30 mg/dl and he received unspecified medical intervention. The cgm value at the time of the event was not provided. The patient stated that (neither) he nor his wife had received an audio alert for low. His low alert setting is 80 mg/dl. Additionally, the patient uses an omnipod insulin pump and stated that the pump may have continued to deliver insulin because he had not given himself insulin since 3:00 pm and the event occurred at 6:30 pm. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No additional patient or event information is available.